Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she had a return of frequency and a possibly urinary tract infection (uti) when her first implantable neurostimulator (ins) depleted. The patient reported her last device was replaced due to normal end of life. The patient added the ¿whole unit¿ was replaced. The patient stated she called a long time ago and they were able to tell her device was running down. The patient is implanted for interstim, other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.